Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation; however, photographs of the unit were provided. Upon inspection of the photographs, engineering confirmed that there was a clip lodged sideways in the jaws. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.

Event description:
Appendectomy - "dr (B)(6) was using enseal energy device. At beginning of case dr (B)(6)corrected the resident's use of the enseal device. During the case there were several bleeders as the enseal was used. The first 1-2 bleeders were controlled by the enseal, but a subsequent bleeder was what caused dr (B)(6) to demand with great urgency that the circulator to go to the sterile core to get a clip applier immediately as they were not able to control the bleeding with the enseal. The resident occluded the vessel to stop the bleeding until the circulator returned with the clip applier. The circulator returned with 2 universal clip appliers and one ethicon clip applier. He dropped one applied clip applier in the floor accidently and he opened the one that he did not drop. Dr (B)(6) used the clip applier and was able to stop the bleeding after us of approximately 3 clips. A few minutes later the resident continued to use the enseal and another bleeder started. Again, the resident occluded the vessel with a clamp or hemostat while dr (B)(6) fired the clip. There was loss of visualization despite suction due to the amount of blood. Dr (B)(6)fired off several clips, preloading most of them. I observed his hand shaking upon closure of the clips and I observed tissue caught in the jaws of the clip applier. He fired another clip successfully and then attempted to fire again. The clip applier failed and lodged a clip sideways in the jaws. Dr (B)(6) removed the clip applier from the trocar and had the scrub get him the second clip applier. He was able to stop the bleeding with the second clip applier. Post case speaking to dr (B)(6) about the clip applier, he agreed that not preloading may have been what cause the clip applier to fail." Patient status - "stable."

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.